Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient has been needing to charge their ins almost every day. No symptoms were reported associated with charging. It was reviewed that recharge frequency is dependent on usage and settings. It was noted the patient was scheduled to see their doctor on (B)(6) 2018. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they first noticed they needed to recharge the ins almost every day on (B)(6) 2018, which conflicts with the date this event was first reported to the manufacturer. They could not identify any possible factors that may have led to or caused the need to recharge almost daily. They have not yet taken any steps, nor have plans to address this issue. No further complications were reported or anticipated.